Event description:
It was reported that the potassium readings were inaccurate during cardiopulmonary bypass surgery. Also, when attempting to recalibrate the cdi 500, it displayed and error message and did not recalibrate. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to potassium inaccuracies. The monitor was cleaned and decontaminated. The arterial blood pressure sensor head assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.